Manufacturer narrative:
The circumstances of the patient's fall could not be clarified based on the available information. According to the customer, the bed was in a low position, and the side rails were raised. The customer also stated that the patient was confused and attempted to exit the bed on their own. The device was taken out of service by the facility and subsequently inspected by an arjo technician. No malfunction was identified, and the device passed a quality control check following the claim. The customer's allegation regarding the bed exit alarm not working could not be confirmed. The instruction for use for enterprise 9000x bed (IFU 746-591-en) includes below information about patient fall risk: "to reduce the risk of injury due to falls, lower the bed to minimum height when the patient is unattended." IFU also states: "the patient movement detection function should be checked periodically for correct operation and before each new patient uses the bed." "Before using patient movement detection, verify that the alarm can be easily heard by caregivers, e.g. At the nurse's station." The bed exit alarm detects patient movement but does not prevent a patient from leaving the bed and falling. The available information suggests that patient-related factors (confusion and an independent attempt to exit the bed) contributed to the fall. No device-related malfunction was identified. To sum up, the event occurred while the device was being used for patient care. The device met its specification, as no malfunction was identified. This complaint is reportable due to the allegation of the patient's fall. No injury was sustained.

Event description:
Arjo was informed about an event involving the enterprise 9000x bed. The customer reported that the bed alarm was not working, and the patient fell from the bed. No injury was sustained.